Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-03167 and 3005099803-2016-03206 for the other associated device information. It was reported to boston scientific corporation on (b)64) 2016 that two wallflex biliary rx uncovered stents were used to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician attempted to deploy the first wallflex biliary stent (the subject of MFR. Report # 3005099803-2016-03167) but it was difficult. The physician attempted to reconstrain the stent to reposition it but was only able to reconstrain 50% of the stent. The delivery system was damaged after making several attempts to reconstrain the stent and the partially deployed stent was removed from the patient. A second wallflex biliary stent was inserted (the subject of MFR. Report # 3005099803-2016-03206); however, there was again difficulty deploying the stent and the stent was unable to be reconstrained. The partially deployed stent was removed from the patient. The second stent was able to be reconstrained outside the patient; the physician then reinserted it into the stricture and was able to be fully deploy the stent in the desired location. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The physician suspected that the channel of the scope (3.2mm diameter jf-240) was a contributory cause of the deployment issue.